Manufacturer narrative:
Batch review performed on 08 may 2018 lot 170304: (B)(4) items manufactured and released on 05 april 2017. Expiration date: 2022-03-22 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere reference (B)(4); tibial tray fixed cemented size 5 l (k090988) lot 176585: (B)(4) items manufactured and released on 21 december 2017. Expiration date: 2022-12-05 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
During surgery the insert would not seat into the tibial baseplate: a secondary insert (lot 155786) was used to complete the surgery successfully.